Event description:
The facility reported an infusion pump with failure code 570:320:675:0000. Info was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump. No pt injury had been reported.